Manufacturer narrative:
Exact date of implant unknown, reported as "summer 2013" concomitant medical products: product ID unknown catheter lot# serial# unknown implanted: explanted: (B)(6)2018, product type catheter. Other relevant device(s) are: product ID: unknown, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the motor stall was confirmed via telemetry with a date and time of (B)(6) 2018, but it was noted the alarm was heard the day before. The stall did not recover. No contributing factors were identified. The pump was being used to deliver bcm specials baclofen 2000 mcg/ml, lot number 3462614. The patient did not experience any symptom as it was noted he was already on a high dose of oral baclofen and diazepam but the patient was admitted to the hospital assuming deterioration would occur. The old pump and catheter were removed and a new one was installed on 2018-oct-03. It was noted that there was a strong implication that either the pump or catheter was "faulty" for a period of time as the patient was now on no oral baclofen at all and a reduced dose of intrathecal baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen at an unknown concentration and dose. The indication for use was not provided. It was reported that the hcp thought the pump had stalled and needed troubleshooting advice. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.